Event description:
Dealer reported end user had taken a fall when the swivel caster broke or cracked. Dealer stated user described a pain in right leg after fall. No product being returned upon replacement of the caster wheel.